Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an erosion at the pocket after implanting an adapter. It was noted that "further surgery was required," and the surgeon planned to revise the position of the implant.

Manufacturer narrative:
(B)(4). (B)(6).

Manufacturer narrative:
(B)(4).